Manufacturer narrative:
(B)(4). It was reported that device had been received on 01/26/2015 in plainfield for decontamination and forwarding on to the manufacturer for investigation. Actual device expected to be evaluated but not yet in progress.

Manufacturer narrative:
Covidien reference number: (B)(4). The investigation confirmed the customers report of a tear in the cuff. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.

Event description:
It was reported that when the tracheostomy tube cuff pressure was checked by the intensive care unit (ICU) nurse, it was noted that the cuff needed to be reinflating due to a cuff leak. The tracheostomy tube was replaced on day fifteen. There is no report of patient injury or death associated with this event.